Event description:
It was reported that during generator replacement surgery for end of service the surgeon noticed fluid in the lead and the lead was also replaced. The returned product form listed the reason for explant as end of service and lead discontinuity. The lead and generator were returned on (B)(6) 2013. Product analysis is underway; however, has not yet been completed to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Product analysis was performed on the explanted devices. Lead: an abraded opening was identified in the outer silicone tubing. Although, not conclusive, it is believed that the identified punctures, kinks, and cut openings were most likely caused during the explant procedure. The lead assembly has remnants of what appears to be dry body fluids inside the inner and the outer silicone tubing. No obvious point of entrance was noted other than the identified tubing openings and the ends of the returned lead portions. Note that since a portion of the lead (including the electrode array) was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Other than the above mentioned observations, typical wear and explant related observations; no other anomalies were identified in the returned lead portion. Model 101 generator: an open can measurement of the battery voltage determined that the battery was depleted. The end of service condition was the result of normal, expected battery depletion based on the battery life calculation, the electrical test results and the bench evaluation. The reported ¿failure to program¿ allegation, listed in the remetrex issue file, was duplicated in the pa lab and determined to be the result of normal battery depletion. The device performed according to functional specifications of the current automated post burn test. Analysis of the generator in the pa lab concluded that no abnormal performance or any other type of adverse condition was found. Model 102r generator: prior to the fluid leaks being observed during surgery, the patient was implanted with the model 102r generator. As this generator is not compatible with the newest model leads and the patient's lead needed to be replaced, the generator was explanted. Product analysis of this generator verified the pulse generator performed according to functional specifications. Re were no performance or any other type of adverse conditions found with the pulse generator.